Manufacturer narrative:
The field service engineer adjusted the naoh level and adjusted the ultrasonic mixer. Instrument performance testing was run, which did still not pass within specifications. The investigation is ongoing.

Manufacturer narrative:
Repeatability testing was performed with acceptable results. The issue did not re-occur. A general reagent issue could be excluded. The investigation determined the service actions performed resolved the issue. The issue is consistent with a contaminated sample probe due to improper pre-analytical handling or maintenance by the operator.

Manufacturer narrative:
The last calibration performed on 21-oct-2022 was acceptable. Quality controls were within specified ranges. Instrument performance testing was completed with results outside of specification. The field service engineer checked the instrument and determined a small crust of serum on the sample probe. He cleaned and adjusted the sample probe. Instrument performance testing was run, which did still not pass within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one urine patient sample tested with tpuc3 (total protein urine/csf gen.3) on a cobas c 503 analytical unit. The sample initially resulted in a tpuc3 value of 0.07 g/l. This result was reported outside of the laboratory and questioned by the physician. The result is inconsistent with the microalbumin result of 273 mg/l of the patient. The sample was repeated on the next day on a second analyzer resulting in a tpuc3 value of 0.35 g/l. This result is consistent with the microalbumin result of 274 mg/l of the patient. The tpuc3 reagent lot was 627560 with an expiration date of 31-aug-2023.